Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified cartridge alarm occurred during the load process. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to reload the cartridge and resumed insulin successfully.